Event description:
The following information from Program and Abstracts of was reviewed.Title: Mid- to Long-Term Outcomes of Stent Graft Placement for Abdominal Visceral Artery AneurysmsSource: The 54th Annual Meeting of Japanese Society for Vascular Surgery 2026, PR2-2The mid- to long-term outcomes of stent-grafting using GORE® VIABAHN® Endoprosthesis with Heparin Bioactive Surface (VSX device) for visceral artery aneurysms were evaluated. Number of patients: 15.Aneurysm locations: Celiac artery: 1, Superior mesenteric artery: 1, Hepatic artery: 2, Splenic artery: 5, Renal artery: 6.Outcomes: Patent: 13 patients, Occlusion: 2 patients.No stent graft occlusion and stenosis was observed during 7 years of follow-up.Although stent graft placement for visceral artery aneurysms remains an off-label treatment, it makes the preservation of blood flow in parent artery possible, and mid- to long-term outcomes are acceptable.

Manufacturer narrative:
Heparin Surface incorporates CARMEDA Heparin manufactured from heparin sodium API, which is covalently bound to the device surface and is essentially non-eluting.A1: No patient specific details have been provided. Therefore, the patient initials reflect the W. L. Gore internal case number. H6: A review of the manufacturing records for the device could not be performed as a valid lot number was not provided. The imaging evaluation performed by a Clinical Imaging Specialist showed the following:¿ No images included that show device occlusion.Literature title: Mid- to Long-Term Outcomes of Stent Graft Placement for Abdominal Visceral Artery Aneurysms.Source: The 54th Annual Meeting of Japanese Society for Vascular Surgery 2026, PR2-2.W. L. Gore & Associates, Inc. (Gore) is submitting this report to comply with 21 C.F.R. part 803, the Medical Device Reporting regulation. This report is based upon information obtained by Gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, Gore, or its associates that the device, Gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to Part 803. This statement should be included with any information or report disclosed to the Public under the Freedom of Information Act.